Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was referred for replacement and to move the generator medially. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement.

Manufacturer narrative:
B5. Describe event, d6b. If explanted, give date (mo/day/yr); corrected data; initial MDR inadvertently omitted information known prior to submission. H3. Device evaluated by MFR?, code 81 - device return and evaluation is not needed as it adds no value to the investigation.